Manufacturer narrative:
Device evaluation: the returned pump did not display any errors on power up or in the pumps error log and there were no reports on any unusual messages being found in the pumps event history log. In the event history of the pump it can be seen that the reservoir volume has been set to 250 ml. In the event log history can also see that the value has switched from ll2 from 149.5 ml to 250 ml "allegedly by itself" again. The pump passed all tests and was found to be operating properly. Unable to confirm customer reported condition. Problem source is unknown.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that this cadd legacy pca pump encountered a technical problem. The reported stated that it was observed that the pump capacity increased itself from 150 ml to 220 ml. It was also reported that pump had been dosing correctly. There were no adverse effects to the patient due to the reported event.